Manufacturer narrative:
The complaint investigation for false negative alinity sars-cov-2 igg results included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records and scientific literature. Return testing was not completed as returns were not available. Clinical sensitivity testing was performed using an in-house retain kit of lot 18268fn00 which mimic patient samples was completed. All specifications were met indicating that the lot is performing acceptably. Device history record review on lot 18268fn00 did not show any potential non-conformances, or deviations associated with the customer¿s observation. Labeling was reviewed and sufficiently addresses the customer's issue. In this case, the patient sample is from a symptomatic patient that was admitted into the intensive care unit in (B)(6) 2020 having covid 19. However, no date was provided as to when patient became symptomatic or had a positive pcr test and no specific patient clinical history was provided. Per product labeling, immunocompromised patients who have covid-19 may have a delayed antibody response and produce levels of antibody which may not be detected as positive by the assay. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Negative results do not rule out sars-cov-2 infection, particularly in those who have been in contact with the virus. Follow-up testing with a molecular diagnostic should be considered to rule out infection in these individuals. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. According to the patel r, et al, ¿report from the american society for microbiology covid-19 international summit, 23 march 2020¿ value of diagnostic testing for sars¿cov-2/covid-19. Mbio 11:e00722-20, it is unknown for certain whether individuals infected with sars¿cov-2 who subsequently recover will be protected, either fully or partially, from future infection with sars¿cov-2 or how long protective immunity may last. The study quan-xin long et al, ¿clinical and immunological assessment of asymptomatic sars-cov-2 infections¿ nature medicine, showed that antibodies declined in both asymptomatic and symptomatic covid-19 patients during the early convalescence phase. It was observed that igg levels and neutralizing antibodies in a high proportion of individuals who recovered from sars-cov-2 infection start to decrease within 2¿3 months after infection. Review of the manuscript, bryan et al. 2020, ¿performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho¿ j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Abbott has updated the sars-cov-2 igg assay file to include an editable grayzone. This new grayzone would be applicable for those patients whose igg levels may be rising, i.e., during seroconversion, or may be declining, i.e., during seroreversion, with levels below the cutoff. Product information letter pi1060-2020 details action to be taken upon receipt of the updated assay file. As a default, when the new assay file is installed, the cutoff will remain at 1.40 and no grayzone will be implemented. Laboratories choosing to implement the grayzone may set the range between 0.49 and <1.40 index (s/c). Each laboratory is responsible to establish their own grayzone range. For details on changing interpretation settings on the architect system to use grayzone interpretations, refer to the architect system operations manual, section 2. Based on the investigation, alinity I sars-cov-2 igg reagent lot 18268fn00 is performing as intended, no systemic issue or deficiency of the alinity I sars-cov-2 igg reagent was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section b5: describe event or problem additional information: on (B)(6) 2020, the customer provided additional testing using the diasorin platform on the patient. The patient sample generated a sars-cov-2 igg result of 21.6 au//ml (reference range: < 12 au/ml = negative, > 15 au/ml = positive)section b5:describe event or problem old: the customer reported a false negative alinity I sars-cov-2 igg result for a symptomatic patient admitted in intensive care unit in (B)(6) 2020 having covid 19. The following information was provided on 23sep2020: sid (B)(6) = sars-cov-2 igm = 2.21 s/c (>/= 1.00 s/c = positive), sars-cov-2 igg = 0.37 s/c (<1.4 s/c = negative). Correction made on 02dec2020: the customer reported a false negative alinity I sars-cov-2 igg result for a symptomatic patient admitted in intensive care unit in april 2020 having covid 19. The following information was provided on 23sep2020: sid (B)(6) = sars-cov-2 igm = 2.21 s/c (>/= 1.00 s/c = positive), sars-cov-2 igg = 0.37 s/c (<1.4 s/c = negative). Additional information was provided on 08oct2020 by the customer. The customer performed a neutralizing antibody titer 1:160 and generated the following results: vidas method = igg = 8.46 (cutoff is 1), igm = 1.82 (cutoff is 1) afias covid-19 ab = 4.97 (positivity interval: 1.1 - 200).

Event description:
The customer reported a false negative alinity I sars-cov-2 igg result for a symptomatic patient admitted in intensive care unit in (B)(6) 2020 having covid 19. The following information was provided on 23sep2020: sid (B)(6) = sars-cov-2 igm = 2.21 s/c (>/= 1.00 s/c = positive), sars-cov-2 igg = 0.37 s/c (<1.4 s/c = negative). Additional information was provided on 08oct2020 by the customer. The customer performed a neutralizing antibody titer 1:160 and generated the following results: vidas method = igg = 8.46 (cutoff is 1), igm = 1.82 (cutoff is 1) afias covid-19 ab = 4.97 (positivity interval: 1.1 - 200). On (B)(6) 2020, the customer provided additional testing using the diasorin platform on the patient. The patient sample generated a sars-cov-2 igg result of 21.6 au//ml (reference range: < 12 au/ml = negative, > 15 au/ml = positive). There was no impacted to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: (B)(6). This report is being filed on an international product, list number 06r90-22 that has a similar product distributed in the u.s., list number 06r90-20.

Event description:
The customer reported a false negative alinity I sars-cov-2 igg result for a symptomatic patient admitted in intensive care unit in (B)(6) 2020 having covid 19. The following information was provided on (B)(6) 2020: sid: (B)(6)= sars-cov-2 igm = 2.21 s/c (>/= 1.00 s/c = positive), sars-cov-2 igg = 0.37 s/c (<1.4 s/c = negative) there was no impacted to patient management reported.